Manufacturer narrative:
The technician found the head hi/low down valve was stuck open. He replaced the valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting.